Event description:
Spontaneous report. Per home health nurse patient's pump reads "motor failure" error message. She replaced tubing and batteries with no luck. Pump replaced. No other information known. Pt completed infusion with gravity tubing, no missed dose or adverse event reported. Pump will be returned. Reported to (B)(6) by health professional.